Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. The magnetic sensor and thermocouples met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. A simulated ablation test was conducted, and noise was present on the distal electrode during ablation, consistent with residual adhesive on the distal tip. The reported noise during the procedure was confirmed, however; the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a pulmonary vein isolation ablation procedure a pericardial effusion occurred. During the 7 day follow up the patient reported chest pain that resolved without intervention. An echocardiography on (B)(6) 2019 confirmed a circumferential pericardial effusion 1.3cm anterior and 1.48cm posterior. The patient was scheduled for a pericardiocentesis on (B)(6) 2019.